Manufacturer narrative:
The likely cause for the revision surgery is the removal of an anterior inferior portion of the vertebral body leading to post-op compression/subsidence of the implant.

Event description:
Ref imp (B)(4).